Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent pain at the ipg site regardless of stimulation being on or off. The patient's ipg was explanted and a replacement ipg was implanted in a different location, further away from the patient's belt line which resolved the issue.